Event description:
During a lobectomy procedure, the device one side of staple line was not stapled at 3rd friing. Another device was used to complete the case. There was no adverse consequence to the patient.